Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device and initial reporter also sent report to FDA are unknown.

Event description:
It was reported that the pump fails accuracy +7.2 percent. There was no patient injury reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. No error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as, after running three accuracy tests, the pump was found to be within manufacturing specifications. Root cause of the reported issue is unknown as no problem was found. No actions were taken. The product is beyond 19 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400.